Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary artery stenting treatment procedure there was difficulty crossing the lesion. The lesion being treated was located in the calcified and severly tortuous left anterior descending artery. Pre-dilation with a maverick balloon was performed and the 3.5x28mm promus element stent delivery system was advanced to the lesion. However, the delivery system could not cross the lesion. Another manufacturer's 3.5x30mm stent was attempted, but also could not cross the lesion. Another promus element crossed the lesion and the procedure was completed. There were no reported patient complications and the patient status was stable. However, returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned with stent damage. Strut row 1 at the proximal end of the stent was raised distally to the stent. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip of the device was also slightly flared. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).